Event description:
It was reported that the customer experienced a low blood glucose of approximately 20-30 mg/dl and also experienced diabetic ketoacidosis with blood glucose (bg) level of approximately 500-600 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed low bg level by consuming carbohydrates and a manual injection to address elevated bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.